Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath (clear) was selected for use. It was reported that there was a valve issue associated with air bubbles. No other information provided.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath (clear) was selected for use. It was reported that there was a valve issue associated with air bubbles. No other information provided. It was further reported, the issue was identified during the procedure once the faradrive was in place in the right atrium. Air was seen in the sheath during aspiration for the faradrive purge. There were no abnormalities noted during preparation or use of the sheath. The faradrive dilator was inside the sheath prior to or at the time the air was observed. A pressure bag with a flow rate of 2 ml/min was used for irrigation of the sheath. There was excessive bubble noted in the aspiration syringe. There was no air seen in the patient. The faradrive was removed and replaced before the farawave was used. A new sheath was used to complete the procedure. No patient complications occurred.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem, section e. Initial reporter, and section h6 impact codes. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.